Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device was in power-on-reset, and the stimulation could not be adjusted. The battery status light on the pt programmer would not light up. The programmer battery was removed and reinserted to confirm that all lights functioned. It was suggested that equipment in the room was causing interference with telemetry. The pt could not receive therapy due to the power-on-reset. The pt could not have the battery replaced as he had pneumonia. Pt info could not be obtained.